Event description:
It was reported that the patient's artificial urinary sphincter balloon had a large hole. The system was replaced with a 4.5 cm cuff, pump, and 61-70 cmh2o balloon. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Malfunction was reported. The ams800 device was visually inspected. There was a leak in the cuff krt tubing due to sharp instrument damage. There was a leak in the balloon shell due to fatigue and avulsion. The pump was not functionally tested due to the cuff and balloon failures. Review of the manufacturing records for this batch cannot be performed, as no batch number was reported and a ship history cannot be performed. Labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) had a massive hole in the balloon. The entire aus system was removed and replaced with a new one. No further issues were reported in relation to this event.